Event description:
It was observed during the device evaluation, the flex video scope exhibited the grip, the ud plate and universal cord were sticky. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, olympus confirmed sticky material on the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.